Manufacturer narrative:
Device evaluation of battery 86533224 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was physically damaged, which prevented the battery from connecting to a monitor or battery charger. The root cause for the damaged connector was physical abuse. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.